Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: the black box recorded multiple loss of prime warnings due to low, non-zero force sensor readings. The pump was exercised for 24 hours at 1 unit/hour rate with no loss of prime warnings or other related alarms observed. The force sensor calibration was tested and passed. The complaint could be observed in the device's history, but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a pump was frequently losing prime with multiple cartridges. The reporter alleged that the patient had a blood glucose level over 250 mg/dl, but there were no symptoms to report. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.